Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) due to increased sensing integrity counter (sic) and high rate non-sustained episodes. It was thought to be episodes of electromagnetic interference on the device. The patient noted it possibly occurred while swimming. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.